Manufacturer narrative:
Product complaint # (B)(4). Date sent: 10/07/2019, batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what type and what was the result? Did the patient have a postoperative leak in addition to the bleeding? How was the post-op bleeding/leak identified? Was a transfusion required? What was observed at the site of the leak/bleed during the reoperation? Was the leak addressed directly in addition to performing the ostomy? If so, how? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Is the colostomy temporary or permanent? What was the pre and postoperative anti-coagulant and pain management protocol? What is the current status of the patient?

Event description:
It was reported that during the laparoscopic radical resection of rectal cancer, did end-to-end anastomosis of sigmoid colon and rectum, did not observe any abnormal situation in the operation. 3 days after surgery, noted the leakage, the patient lost about 500ml blood, did the 2nd surgery, made the stomy. The patient is stable and in hospital now.